Event description:
It is reported that the articular surface could not be inserted. Another articular surface was opened and inserted with no problem.

Manufacturer narrative:
Eval summary: suboptimal orientation prior to attempted insertion appears to be the most likely cause of failure. Eval: the measured dimensions of the device are within specification as returned. The dovetail is deformed, indicating that it did not slide under the male dovetail on the tibia plate, instead going over. This typically happens when the articular surface is not optimally placed and oriented before attempted insertion using the articular surface inserter instrument. Manufacturing documentation was reviewed and indicates that the device was manufactured, inspected, and packaged to specification.